Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was that the ail pcb (air in line printed circuit board) was not fully seated. Service reseat the ail pcb. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During service at baxter, it was discovered that a false air in line alarm occurred on channel a. There was no patient involvement. There was no further information associated with this report. The user interface module master software version is 5.03.00, categorized as unremediated.